Event description:
Customer was hospitalized due to a non-diabetes related issue. Customer was hospitalized for five months. Customer's family member called in complaining about customer's contour next link not connecting to the insulin pump. Customer's friend stated he checked the meter and made sure the meter was set to communication, and that it was on. The customer's blood glucose level was 448 mg/dl. The customer treated it with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.